Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced bolus flow that was not controlled. The customer also expressed dissatisfaction regarding the location of the roller clamp because the roller clamp is not above the y-site directly below the module. There was patient involvement, but the outcome is unknown. Although requested, no additional details were provided. There is an implied product enhancement request to change the location of the roller clamp.